Event description:
The garment would constantly go off saying things like standby, stand clear, and constant beep. It would give shocks when it would stand clear. I couldn't sleep. It would cause more stress with always going off. I got out of hospital (B)(6), 2014. Got the lifevest (B)(6). Called on (B)(6). Sent back (B)(6).